Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave intermittent out of range signals that would last about an hour. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (B)(4) being used during the reported intermittent "y" icon was returned on (B)(6) 2013. A visual inspection was performed and no defect was found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.